Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 18mg/dl. The customer was experiencing unexplained low glucose for one day. Troubleshooting was performed. The customer's most recent glucose reading was 110mg/dl, and she has treated with food. The programming, time, and date were correct. The customer stated that the reservoir is showing the same amount of insulin that the status screen shows. No further info was provided.